Event description:
It was reported that the rv (right ventricular) lead was capped due to insulation degradation and impedance less than 200 ohms. No patient complications were reported as a result of this event.